Event description:
It was reported that the handpiece tracker screw broke when hand tightening it prior to using the t wrench. No surgery involved. Back-up device available.

Manufacturer narrative:
The thumbscrew was intended for use in treatment; however the handpiece tracker screw broke when hand-tightened prior to using the t-wrench. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system's user manual released at the time of the complaint provides instructions for tightening on three thumbscrews and 50 and notes to "use the wrench if needed; do not overtighten" and "do not overtighten the thumbscrews. This can damage the handpiece". Based on a physical investigation of the device, we could confirm a relationship between the reported event and the device. The device was returned and investigated. Based on the investigation and the prior complaints received, it is likely that the event occurred due to excessive force from the user when tightening the thumbscrew.